Manufacturer narrative:
This case report was received (B)(6) 2015 from the manufacturer. The manufacturer reported to the importer that this case was initially reported from (B)(6) in 2012, and an initial and final report were submitted to (B)(4) tga. In (B)(6) 2015 (B)(4) received follow-up information and another final report has been submitted to tga on 28-aug-2015. The case was sent to medicis/valeant in (B)(4) for cross-reporting assessment on 28-mar-2013. On 30-apr-2013 medicis/valeant replied no cross-reporting to the FDA was required as the events were associated with the needle and not the restylane perlane. This case will be reported by (B)(6) 2015.

Event description:
(B)(4) is a spontaneous case report sent by a physician which refers to a female (B)(6). The patient has no medical history or any concomitant medication. Patient has no history of allergies. Previous injections included restylane perlane on her nose on (B)(6) 2011 and (B)(6) 2012, also reported as "the last 2 years every 6 months". On (B)(6) 2012 patient was injected with restylane perlane 0.5 ml to left side of nose. The adverse events are needle breakage (needle issue), dislodged inside the skin over the bridge of nose(injury associated with device) and leave the needle inside(foreign body). The severity was classified as mild. The case was deemed serious as it fulfils the serious criteria: "condition necessitating medical or surgical intervention to prevent a life-threatening illness or injury or permanent impairment of a body function or permanent damage to a body structure". The patient was sent to the emergency department of north shore hospital and was reviewed by the plastics team. They decided to 'leave the needle inside because it would leave too much scar on the nose to take it out'. The patient was sent home with oral antibiotics. Nevertheless, the patient wants it removed and went to the clinic on (B)(6) 2012, demanded compensation and wants referral for a private plastic surgeon. The patient has been referred to such on (B)(6) 2012. Follow up is ongoing. On 02-oct-2012 additional information was received. On (B)(6) 2012 the patient was reviewed by a plastic surgeon. According to a letter he suggests a w-plasty type of incision overlying the foreign body including a small dose of botox in the glabella region in order to mobilise the corrugator muscle. Studies have shown that this will significantly improve the appearance of the scar in this region. This procedure was planned to be performed on (B)(6) 2012. Follow up is continuing. On 18-oct-2012 additional information was received. On (B)(6) 2012 the patient underwent exploratory surgery but the broken needle could not be detected nor removed so it was left insitu (exact details are yet to be confirmed). According to the nurse, the area is not inflamed or infected; but the foreign body remains and the nurse is not sure about the ongoing treatment plan. On 25-oct-2012 additional information was received. The reporting doctor had verbally informed that the needle concerned was the 29g twn co-packed with the product and it snapped at the hub connection point. He did not bend the needle and he was not rough during the procedure. He was treating the radix of the nose at the time of the needle breakage. Further follow up information was requested on several occasions in 2012 without response and the case was closed. On 07-aug-2015 follow-up information regarding removal of dislodged needle was received by galderma from the patient. As previously reported, during the first operation with the cosmetic surgeon the needle could not be removed. As recommended by the cosmetic surgeon, the patient waited 1 year then had the second operation in (B)(6) 2013 and the needle was successfully removed. The outcome for needle breakage(needle issue), dislodged inside the skin over the bridge of nose(injury associated with device) and leave the needle inside(foreign body) is recovered / resolved. Pharmacovigilance comment: a relation to the injection procedure seems possible. Nevertheless, the report lacks essential information such as needle used, if there was any bending of the needle prior to injection, the injection site and specified indication for treatment. Additional information is requested. Additional information of treatment area and needle was received as of 25-oct-2012. Further investigation with regard to the needle is ongoing. Via q-med order department the needle batch was identified as probably lot 0042476001 co-packed with restylane perlane 0.5ml lot number 10975-2. Q-med's trend analysis showed this was the first complaint of this needle batch. The needle manufacturer terumo has performed an investigation with the following conclusion: "since batch record review gives no indication for broken needles and all tests performed on our retention samples were conform, we conclude that the cannula was broken by extreme bending caused by unusual manipulation during its use and by excessive usage of the needle. The intended use for the needle is to apply this needle only for single use. Needle tubes for medical applications are made of stainless steel in standardized dimensions and with standardised steel quality (cr/ni 18/9). Our needles are flexible and resistant to reverse bending over angles of 20 degrees. However, bending over 90 degrees or more and afterwards reversely bending till straight position will possibly result in break of the needle tube."